Event description:
During an atrial fibrillation ablation procedure, an effusion occurred. Rf was delivered in the mitral isthmus for few minutes and in the posterior wall for approximately one minute. The patient then became hypotensive and a transthoracic echocardiogram revealed an effusion. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
One quadripolar, uni-directional, curve f, flexability sensor enabled ablation catheter was received for evaluation. No visual anomalies were noted. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.